Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was changing the date and time. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for time clock anomaly. The date and time keeps changing. Customer stated the gain was greater then 3 minutes within 10 days. Customer stated gain was not greater than 9 minutes within 30 days. The insulin pump will be returned for analysis.